Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a device upgrade, a potential insulation breach was observed on the right ventricular lead. It was unclear if the abrasion was a result of damage during pocket debridement or from friction between the lead and the can. The physician repaired the lead and the patient was stable throughout.